Manufacturer narrative:
H3 other text : device not available/returned for evaluation.

Event description:
The manufacturer field service technician reported that the device was leaking fluid while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.